Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). It was reported the device had been implanted less than two years, and it was alleged the device had depleted prematurely. Further clarification found the device had been implanted four years. No adverse patient effects were reported. The patient later returned to the united states and reported the device was emitting beeping tones.

Manufacturer narrative:
The available information suggests the device has not yet been explanted. This event will be updated if additional information becomes available, or if the device is explanted and returned for analysis. This report will be updated once additional information becomes available.